Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. This lead was noted due to an off label use. This rv lead was plugged into the ra port for potential future use. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).